Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the customer was unsure of the amount of insulin that had been used, but stated there was 95 units of insulin remaining in the cartridge per pump display. Blood glucose level was in the 120's (mg/dl). Although requested, the customer declined to load a new cartridge or perform troubleshooting with tandem technical support.